Manufacturer narrative:
Review of results files shows well scores of 2, 0, & 1 for cells I. Ii & iii of crrs(3), lot r070 respectively. Well images look negative. All cells should have resulted positive. Cell I is a homozygous jkb cell. Cells ii & iii are homozygous fyb cells. The reactivity of the fyb and jkb antigens was confirmed on retention crr(3), lot r070 with anti-fyb, lot fyb60h-1 and anti-jkb, lot rps3921105. The reactivity of the fyb and jkb antigens was confirmed on returned crr(3), lot r070 with anti-fyb, lot fyb60h-1 and anti-jkb, lot rps3921105. The submitted sample (reported to have anti-fyb, -jkb and anti-knops) were tested with returned and retention crrs(3), lot r070 on in-house echo and in manual capture. The sample was nonreactive with all cells tested. The sample was tested using selected fy(a-b+), jk(a-b+) and fy (a+b-),jk(a+b-), kn(a+) cells from retention panocell-20, lot 02943. Two sets of testing parameters were performed; a- immediate spin (is) and 15' room temperature (rt) and b- 15'37c to antiglobulin test (iat). The sample exhibited +w to 1+ reactivity at is and rt with fy(a-b+), jk(a-b+) and was nonreactive with fy (a+b+-), jk(a+b-) ,kn(a+). The sample was nonreactive at 37c and at iat. It appears that the sample's antibody is predominantly igm. Capture assays are designed to detect igg antibodies to red blood cell antigens.

Event description:
Customer reported an unexpected negative reactions when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. No adverse reactions occurred as a result of the unexpected negative reactions.